Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons were not working right away. Customer¿s blood glucose was unknown. Customer stated that transmitter was not connecting to insulin pump,insulin pump was not alerting when out of insulin, had fracture near battery area, had unexplained no delivery alerts, had random alarms bolus has stopped delivering for no reason. Customer also stated that insulin pump has to rewind for more than once. Insulin pump will not be returned for analysis.